Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a conclusive cause could not be determined as a specific failure mode was not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The patient effect of occlusion is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. D4: the UDI number is not known as the part and lot number were not provided. Attachment: medwatch report.

Event description:
User facility medwatch report received that states: "the patient suffered an abbott perclose issue which technically shut down her leg and caused no pulsatility. She was taken to operating room, vascular surgery. As of today, (B)(6) 2024, she is doing fine and recovering well. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".